Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient's daughter and the manufacturer representative on 13-jul-2016 regarding the inability to charge the implantable neurostimulator (ins) to full, the ins not holding a charge for very long, the patient having to charge the ins every few days, and coverage for device replacement. They were discussing whether the patient should go back to a non-rechargeable ins battery or stay with a rechargeable ins battery. The patient's daughter reported that the patient's ins was in her hip and she had some trouble getting 8 coupling bars. They figured out a way to lay the patient on the bed to get the ins to charge with 8 bars, but it was painful for the patient to lie that way. The patient had gone to the healthcare professional at least 4 times regarding difficulty with the device. It was noted that the manufacturer representative was unable to get 8 coupling boxes. In addition, they were unable to charge the ins every day because the patient was in assisted living. Ins replacement with a non-rechargeable ins battery was reviewed; the patient's daughter stated they were going to do this, noting that the procedure was not covered by the patient's insurance. Device warranty and the patient's options were reviewed. It was noted that the patient's daughter was not happy with charging. It was reviewed that they could talk to the healthcare professional about reprogramming the ins so it did not deplete as fast; the patient's daughter stated they had tried this, but the patient needed higher settings. It was reviewed that the hcp could relocate the ins so charging would be easier and not painful; the patient's daughter stated this would not solve the issue of charging too often and the patient would never be able to charge the ins on her own. It was noted that the patient and the patient's daughter were told they would only have to charge for 4 hours a week. In addition, it was reviewed the hcp or manufacturer representative can check the ins and see whether it was functioning properly. The consumer reported that the healthcare professional had checked the device and the healthcare professional had said the device was working. Additional information received from the manufacturer representative on 19-jul-2016 reported that the patient had dementia and was unable to recharge herself. Initially, the patient was implanted with a non-rechargeable device that was replaced due to normal battery depletion. The patient was then implanted with her current rechargeable ins. The manufacturer representative reported that the patient's daughter had agreed to go to the patient's assisted living daily to help the patient recharge because the nurses could not help the patient recharge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer on 04-aug-2016 reported that when recharging, they had to hold the machine on her back and the patient cannot move. They would hold it on the patient's device for 1-1.5 hours and they would only get 1/4 charge. On (B)(6) 2016, they had the patient lie on her back for 5 hours and got to 3/4 charge. They never had a full charge and the ins moved in the pocket. It was noted that they had to press hard while charging. The healthcare professional had said they could revise the pocket because it was in some fatty tissue. It was reviewed that the placement of the device may have an impact on charging. It was recommended that the consumer try a spacer and talk more with the healthcare professional about placement or replacement. The patient¿s family did not believe a pocket revision would change the charging outcome. It was noted that the patient¿s had high settings; amplitude was at 7v. It was reviewed that with high settings, a primary cell battery may deplete a lot faster. It was recommended that the consumer try using spacers and a new recharger; the consumer stated that the patient had already received a new recharger. It was noted that additional discussion with the healthcare professional would be needed regarding next steps. It was further reported on 09-aug-2016 that spacers and adhesive discs were requested due to charging difficulty.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for non-malignant pain. The caller reported that they could not charge up beyond ½. They had a meeting with a manufacturer representative and worked with them over the phone after the first recharge session one week after implant. The caller stated that they were just both really frustrated with the situation. Full coupling bars with get achieved however after 6 hours it would never get beyond the ½ full level. The caller had not seen any error screens. The caller could readily feel the implantable neurostimulator (ins); they had to push down. There were no patient symptoms reported. A replacement recharger was sent but the patient was still having the same charging problems. The patient charged for 2 hours but only got a quarter charge. The patient¿s family member helped charge for 8 hours with 6-8 coupling bars maintained but only got the ins battery to half full. Caller stated the recharger is very sensitive and the ins would move inside the patient. Clarification was asked for. The caller stated the ins must be moving inside the patient since the patient was not moving the antenna but bars were going from 8-0. Troubleshooting was not possible at the time of the call since the family member was not with the patient.

Event description:
Additional information received from a consumer reported the patient had never had the implantable neurostimulator (ins) 100% charged. It was noted that manufacturer's representatives (rep) had worked with the patient and helped with charging. One rep helped for 2 hours and got the ins 25% charged. The patient spent 8-10 hours charging with most or all the coupling bars and the ins only charged to half. It was noted that the implant did not last very long at all when it was at half charge. It was noted that the recharging antenna had already been replaced. The patient's healthcare provider (hcp) did an x-ray on approximately (B)(6) 2016 and everything was connected. It was noted the reps had checked everything that needed to be checked. The caller noted that the implant was not working properly. Additional information received from a friend or family member of the patient reported the patient was still unable to get the device fully charged as of (B)(6) 2016. It was noted the patient could only get it charged to 50%. The stimulator was on all the time and the patient used a fairly high voltage. It was noted that the stimulator did help the patient's pain. It was noted that the doctor was going to check with the patient's insurance to see if they would cover a replacement and the patient noted she wanted a non-rechargeable device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member reporting that the implant was not working and had never worked properly since implant. The patient could not get the ins charged 100%. The health care professional (hcp) determined that the ins needed to be replaced but there was no scheduled date yet due to insurance. The caller asked about warranty information and costs. The patient has seen 3 manufacturer representatives on 3 different occasions. The manufacturer representatives and hcp were aware of the event and working with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.